Manufacturer narrative:
(B)(4). In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Without the device returned for analysis a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. The stent remains in the patient. The stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that there was difficulty displacing [removing] the balloon of an unk xience sierra stent delivery system post deployment of the stent. The stent was implanted successfully. There were no reported adverse patient effects. No additional information was provided.